Event description:
As per surgeon that although the band did not dislodge from the catheter in the patient´s vasculature, these are displaced and remain all together at the end of the procedure. He informed us that this is related to passing this catheter through a too much rigid guiding used to implant the endoprosthesis and with the elongation of the iliac artery.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use of a supertorque, the marker bands were offset/out of position. As per surgeon 'that although the band did not dislodge from the catheter in the patient´s vasculature, these are displaced and remain all together at the end of the procedure. He informed us that this is related to passing this catheter through a too much rigid guiding used to implant the endo-prosthesis and with the elongation of the iliac artery.' Multiple attempts to obtain detailed information about the vessel characteristics and the event were unsuccessful. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event reported. However, based on the physician's comments, there are procedural factors and vessel characteristics that may contributed to it. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.